Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia right (r-at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the carto 3 system displayed a catheter sensor error. They could not recall the error code. The cable was replaced twice without resolution. The smarttouch sf catheter was replaced without resolution. The physician declined a second smarttouch sf catheter replacement. The procedure continued by taking manual tags instead. Dispatching to the biosense webster, inc. Field service engineer per unresolved issue. They also reported that after the procedure was completed, a cardiac perforation in the right atrium was noticed in the patient. During the procedure they did not have a force reading for the smarttouch sf catheter, and they were not able to create visitags. They reported it was unknown how the cardiac perforation was discovered or confirmed. The medical intervention provided to the patient was a pericardiocentesis and it is unknown how much fluid was removed. The patient was last reported to be in stable condition. Additional information was received. The adverse event was discovered post use of biosense webster products. Physician¿s opinion on the cause of this adverse was that it was procedure and patient condition related. Pericardiocentesis was done. Outcome of the adverse event was improved, patient stable. Patient required extended hospitalization because of the adverse event as patient was already an in-patient. Transseptal puncture was not performed. Prior to noting cardiac tamponade, ablation was performed. No evidence of a steam pop. Unsure when the event occurred, pericardial effusion was not discovered until after the procedure and patient was already out of the ep lab. Low flow setting was used for the irrigated catheter. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. Ablation sensor tip error was observed / would not let them zero the catheter. Graph and manual visitag was used. Visitag module was used, parameters for stability used was 3mm range, 3sec time, 25% over 3sec fot, and 3mm size tags. Had to use manual visitag though. Force time intervel (fti) was used. In addition clarification was received that the pericardial effusion occurred which required a pericardiocentesis. Since the adverse event was life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR-reportable. The force issue was assessed as non reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The catheter sensor error displayed on the carto 3 system was assessed as non reportable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote.